Manufacturer narrative:
No functional testing was performed by philips. The customer staff nurse reported the issue to the hospital biomedical engineer. Biomed checked device and was unable to reproduce issue. Nursing staff stated they rebooted the monitor multiple times before the screen functioned as normal. Biomed spoke with the rse and stated there was no issues and stated the case can be closed. Based on the information available. The cause of the reported problem could not be replicated. The reported problem was not confirmed. The customer resolved the issue by rebooting. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the earlyvue vs30 vitals monitor indicating that the screen was freezing on the system. The device was not in use on a patient at the time of event, there was no patient involvement.